Event description:
It was reported that the patient presented to the emergency department (ed) on (B)(6) 2023 with complaints of a productive cough, shortness of breath, fatigue, and diarrhea over the past couple weeks. The patient reported wearing 2 liter oxygen at home as needed at night but had been wearing all day for the past 3 days. The patient denied chest pain, fever, chills, nausea, vomiting, or any sick contacts. The rapid response team was called for increased oxygen requirements on (B)(6) 2023. Upon arrival, the patient was pale, lethargic, and restless. The patient opened their eyes in response to voices but was not consistently answering questions. 3 liter oxygen per nasal cannula was switched to a 15 l oxygen mask after increasing hypoxia. Greatly diminished breath sounds were observed on exam. The patient was transferred to the intensive care unit (ICU) for bilevel positive airway pressure (bipap) support. It was additionally reported that elevated liver enzymes and right heart failure were noted on (B)(6) 2023. Inotropes were initiated. An echocardiogram revealed biventricular failure and intermittent opening of the aortic valve. It was later reported that respiratory failure and elevated liver enzymes were caused by severe aortic regurgitation. The patient reportedly had aortic regurgitation prior to left ventricular assist device (lvad) implant but to a lesser degree. The patient also had right heart failure prior to left ventricular assist device (lvad) implant. There were no device issues that would have contributed either condition. The patient was diuresed and scheduled for aortic valve repair. Progressive respiratory failure and hypoxia led to intubation from (B)(6) 2023 to (B)(6) 2023. On (B)(6) 2023, the patient experienced bleeding for which blood products were administered. After a computed tomography (CT) scan of the chest. Abdomen and pelvis, a large hematoma was found within the left posterior pararenal space which extended inferiorly into the left pelvic retroperitoneum. Worsening transaminitis was observed on (B)(6) 2023 and (B)(6) 2023 in the setting of liver shock and reabsorbing blood. Transaminitis was stable on (B)(6) 2023 but remained slightly elevated. The patient was transferred out of the ICU on (B)(6) 2023. Dobutamine was restarted on (B)(6) 2023 for worsening liver function. Worsening hypoxia was noted again (B)(6) 2023, possibly from insertion of corpak into the lung. After returning to the ICU on (B)(6) 2023, the patient's status was changed to do not resuscitate with continued high flow and bipap support. The patient ultimately passed away on (B)(6) 2023 due to respiratory distress. The device operated as expected and the outcome was not considered to be device related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Due to system limitation the following was added to MDR: adverse event health effect - clinical code e2342, multiple organ dysfunction syndrome.

Event description:
Additional information: it was reported that on (B)(6) 2023 the patient had leukocytosis. Vasopressors were weaned on (B)(6) 2023 except for dobutamine for right ventricle support. Stress dosed steroids were also being weaned due to increased risk of bleeding. The patient was intermittently on a low dose of vasopressin (B)(6) 2023. Coumadin and tamsulosin (tam) were held on (B)(6) 2023 due to spontaneous retroperitoneal bleed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events and the patient outcome cannot be conclusively determined through this evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (rev. C) contains the following information: section 1 lists outlines potential adverse events, such as multiple organ dysfunctions/failures (including right heart failure), bleeding, and death, that may be associated with the use of heartmate 3 left ventricular assist system. Section 5 of this document explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6 states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." This section provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.